Event description:
It was reported from saudi arabia that the cl rod inserter (63-sp-9005) is not holding the rod in the inserter properly. The gold knob is not functioning as intended. It was not indicated that this caused any issues during a procedure.

Manufacturer narrative:
H3 device evaluation - complaint product was inadvertently misplaced following receipt. No evaluation is possible, and no conclusions can be drawn. Should the product be located, a follow-up medwatch report will be submitted when evaluation is complete. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2021-00016-1).

Manufacturer narrative:
Patient information - unknown occupation - other; distributor evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2021-00016 / 00017).

Event description:
It was reported from (B)(6) that the cl rod inserter (63-sp-9005) is not holding the rod in the inserter properly. The gold knob is not functioning as intended. It was not indicated that this caused any issues during a procedure.